Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
It was reported that during a lung biopsy, it was difficult to remove the device from the coaxial introducer. The procedure was stopped due to the patient developing a pneumothorax. No additional information available.